Manufacturer narrative:
D10 concomitant product: egia45amt - egia45amt egia 45 artic med thick sulu, lot# unknown sigadaptstnd - sig power sigadaptstnd linear adapter, serial# (B)(6) sigpshell - sig power sigpshell control shell, lot# unknown egia su - unknown endo gia sulu, lot# unknown su - unknown endo gia sulu, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic thoracoscopic pulmonary cyst resection, during the partial resection the pulmonary parenchyma, resistance limit occurred. The device did not fire. The surgeon was able to press the green button but was unable to fire. All the parts were replaced with new products. After that, the device could be used without any problems. There was no patient injury. Afterwards, the sales representative tested the defective powered devices and reload on a sponge; the same issue occurred when the thickness exceeded a certain level. The device also stopped firing midway. Another reload was tested and had the same issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic thoracoscopic pulmonary cyst resection, during the partial resection the pulmonary parenchyma, resistance limit occurred. The device did not fire. The surgeon was able to press the green button but was unable to fire. All the parts were replaced with new products. After that, the device could be used without any problems. There was no patient injury. Afterwards, the sales representative tested the defective powered devices with uncleaned reloads used for hands-on on a sponge. The same issue occurred when the thickness exceeded a certain level. The device also stopped firing midway.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted when the data saved to the system indicated that there were excessive load indications in two consecutive procedures. In the first procedure, it was noted that the handle displayed an excessive load warning during firing. The strain gauge had reached its maximum value. Therefore, the handle stopped firing due to the high force reading. The user attempted to continue firing the reload but was unable to complete the firing. In the second procedure, it was noted that the handle again displayed an excessive load warning during firing. Again, the strain gauge had reached its maximum value and stopped firing due to the high force reading. It was reported that during the partial resection the pulmonary parenchyma, a resistance limit occurred and the firing stopped halfway. The reported issues were confirmed. The most likely cause was traced to another device. The evaluation detected an unreported condition: of screen burn-in and internal clock abnormalities. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if the stapler stops while firing: release the down/fire button, and any other button or toggle that may be pressed. Inspect the stapling reload for an obstruction, excessively thick tissue, or for completion of firing. If continued firing is desired, attempt to complete the firing by pressing and holding the down/fire button until completion of firing. If the stapler is unable to complete the firing, press up on the toggle to retract the knife of the reload to the fully clamped position. Press and hold up/open again to fully open the jaws of the stapling reload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic thoracoscopic pulmonary cyst resection, during the partial resection the pulmonary parenchyma, resistance limit occurred. The firing stopped halfway. All the parts were replaced with new products. After that, the device could be used without any problems. There was no patient injury. Afterwards, the sales representative tested the defective powered devices with uncleaned reloads used for hands-on a sponge. The same issue occurred when the thickness exceeded a certain level. The device also stopped firing midway.

Manufacturer narrative:
Additional information: g3 correction: b5, h6 (removed fdd code a050501) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.